Manufacturer narrative:
An event regarding a locking mechanism failure with the parallel hip end effector was confirmed. Method and results: -device evaluation and results: device evaluation was performed and the parallel hip end effector event was confirmed. -device history review: based on the device history review there were no reported discrepancies. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: 1900343, lot #: 19070113, RMA #: 222235. There have been no other events for the referenced serial number. There has been one event referenced for the lot number, issue 4675. Conclusions: the parallel hip end effector (p/n 206967, l/n 19070113) was evaluated visually and functionally upon receipt and the reported event was confirmed.the parallel hip end effector showed a failed locking mechanism. Specifically the locking mechanism shows signs of oxidation, which has made actuating the locking mechanism difficult.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was noticed that the spring mechanism malfunctioned and the knob in the back falls out..this did not affect the case and it was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was noticed that the spring mechanism malfunctioned and the knob in the back falls out. This did not affect the case and it was completed successfully.